Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2018 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment. The battery cap was not returned. The battery compartment was found to be cracked. A test cap was able to attach to the pump. The pump was unresponsive and had no power. The pump history was unable to be downloaded. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.